Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified and moderately tortuous vessel in the distal right coronary artery (drca). The 2.0x15mm traveler rx balloon dilatation catheter (bdc) was soaked prior to use and prepared (air aspiration) outside the anatomy. There was no resistance when the protective sheath was removed. The balloon had resistance with the anatomy during advancement but was able to cross the lesion. However, a leakage of contrast due to a balloon rupture occurred during the first inflation at 3 atmospheres (atms). The balloon was removed independently and there was resistance with the anatomy during removal. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.